Manufacturer narrative:
The device has been received, howver an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a polaris(tm) ultra stent was damaged with a broken tip. (Event date unknown) no additional information is available at this time. Multiple attempts made to obtain additional information have been unsuccessful.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was damaged with a broken tip. (Event date unknown). No additional information is available at this time. Multiple attempts made to obtain additional information have been unsuccessful.

Manufacturer narrative:
Analysis of the returned polaris(tm) ultra stent revealed the device tip was broken. The stent tip was found to be split in two places. It appears that due to handling during preparation or due to interaction with another device the tip of the stent became damaged. The most probable root cause for this event is determined to be "handling damage."